Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava filter. Per the medical records, the patient has a history of pulmonary embolism and left lower extremity deep vein thrombosis. The filter was deployed via left basilic vein. It was successful positioned below the renal veins. A left arm PICC catheter was also implanted during the same procedure. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to malfunction, including perforation, that causes injury and damage to the patient. Per the patient profile form (ppf), the patient experienced perforation of the filter strut(s) outside the inferior vena cava. The patient states that she has anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section e3: occupation: other, senior counsel, litigation. Section b5: additional information received per the medical records indicate that the patient has a history of pulmonary embolism and left lower extremity deep vein thrombosis. The filter was deployed via left basilic vein. It was successful positioned below the renal veins. A left arm PICC catheter was also implanted during the same procedure.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter strut(s) outside the inferior vena cava. The patient became aware of the reported event nine years and eight months after the index procedure. The patient states that she has anxiety and lives in fear that her filter has tilted within the vena cava and perforation of the vena cava. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
The device history record review could not be performed since complaint lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: malfunction, including perforation, that causes injury and damage to the patient.